Event description:
It was reported by service report that the customer alleged that the head section was not staying engaged. Stryker technician evaluated the unit and found the head section to be operating to specifications.